Manufacturer narrative:
Troubleshooting with the customer determined that the AED electrode pads were expired. After a new battery was installed, the AED powered on successfully. Following a manual self-test, the device reported a "pads expired" warning. The customer was referred to a distributor for replacement pads and was advised to remove the AED from service until the pads were replaced. The reported issue of the AED not powering on was attributed to a failure to properly set up and maintain the battery pack. During the AED's automated self-tests, the device would have detected the expired pads and attempted to alert the user by flashing its red asi and emitting an audible chirp, as observed after installation of the new battery. The AED would have continued to flash and chirp until the condition was corrected or the battery pack became completely depleted.

Event description:
A customer reported that their AED's pads were expired the and their AED will not power on. The customer did not report this occurring during patient use.